Manufacturer narrative:
Investigation summary: three photos were received and evaluated. One photo displayed the top view of a blister pack from batch: 0010103 (p/n: 309657). Two photos displayed the same loose 3ml syringe at a different orientation. It was observed the scale on the syringe was skewed and missing, which was rejectable per product specification. The difficulty with aspiration of the syringe could not be confirmed from the photo. Potential root cause for the skewed scale defect is associated with the marking process. The missing print defect was found during the manufacture of this batch and adjustments were made to correct the issue. The batch was requalified, and production was resumed. It is possible a few defective pieces were able to escape detection. No corrective actions are necessary based on the defective rate identified. Batch: 0010103 is considered in compliance with our product specification requirements.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip had scale marking issues. This was discovered during use. The following information was provided by the initial reporter: material no: 309657 batch no: unknown reported m534662 (box). It was reported that the syringe would not pull up insulin and that the numbers were not printed on the syringe correctly. Event description per email states: caller reported that the syringe would not pull up insulin and that the numbers were not printed on the syringe correctly so it was hard to see them. To fix the issue, customer just used a different syringe. Number of occurrences: 2. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is available for investigation. Resolution: cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further tandem follow up is required. Spoke with customer last week the day before she sent the photos. She stated it seemed like the tips of the syringes were twisted during production. She could draw up the insulin with other syringes and the needle she used on the twisted/scale marking syringes worked with the properly marked syringes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip had scale marking issues. This was discovered during use. The following information was provided by the initial reporter: material no: 309657, batch no: unknown reported m534662 (box). It was reported that the syringe would not pull up insulin and that the numbers were not printed on the syringe correctly. Event description per email states: caller reported that the syringe would not pull up insulin and that the numbers were not printed on the syringe correctly so it was hard to see them. To fix the issue, customer just used a different syringe. Number of occurrences: 2. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is available for investigation. Resolution: cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further tandem follow up is required. Spoke with customer last week the day before she sent the photos. She stated it seemed like the tips of the syringes were twisted during production. She could draw up the insulin with other syringes and the needle she used on the twisted/scale marking syringes worked with the properly marked syringes.